Event description:
It was reported that the patient was not feeling stimulation. There was no device malfunction suspected. All device components were explanted and were not returned. Additional information was received indicating that there was, in fact, no explant procedure.

Event description:
It was reported that the patient was not feeling stimulation. There was no device malfunction suspected. All device components were explanted and were not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(6), batch: 7079246/7079314.